Event description:
Consumer reported complaint for error message (e-3). The customer reported having a headache; medical attention was not needed at the time of the call. Customer stated that due to the e-3 error message she had gone to the hospital the day prior to the call; customer had been also experiencing a headache at that time. Customer stated the headaches had started prior to her obtaining the true metrix meter. Customer's blood glucose test result when at the hospital had been 133 mg/dl pm fasting. Customer did not receive a diagnosis or medical treatment. Customer had not been admitted to the hospital. During the call, a blood test was performed by the customer that produced e-2 error message using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2026 and open vial date is 08/23/2025.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had a headache; customer stated she was not sure if it was related to diabetes and declined the need for medical intervention. Customer stated that after the initial call she had gone to her scheduled rehab appointment on (B)(6) 2025. Customer stated they had tested her blood glucose, and the result had been 85 mg/dl fasting. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.